Event description:
On (B)(6)-2011, my wife and I went to our scheduled appointments together to see (B)(6) located in (B)(6) hospital. (B)(6) was scheduled to perform laser treatment on my wife (B)(6) legs and upon my face, both were for the purpose of removing a few small red colored spider veins. (B)(6) nurse (B)(6) was the person that set up and made the adjustments to the laser. It was a cutera laser. When dr (B)(6) tried to reach over to make any adjustments to the laser, (B)(6) would tell him that she already has everything set up and ready for him. Even during the laser treatment when I mentioned that it was very painful, and dr (B)(6) would reach as if he may make adjustments to the laser settings, (B)(6) would indicate to him that she has everything set up and that everything should be good. Later, my wife and I both noticed open blisters/ sores from the laser treatment. We called to speak with dr (B)(6) but gail intercepted our calls. (B)(6) advised for us to rub on lots of bacitracin and to keep it covered in the bacitracin day and night for a few weeks. We made several more calls in an attempt to speak with dr (B)(6) about the problem, but each time (B)(6) would intercept our calls. She continued to advise us to keep the wounds covered in bacitracin. I told (B)(6) that the settings has to be way off on their laser or that something was very wrong with their laser. (B)(6) said that all the settings on the new laser are automatic and that they can't even make adjustments. At some point, (B)(6) asked us to e-mail her some photos of our wounds, and we did so. We continued to try to reach dr (B)(6) by phone over the next few weeks but never could get (B)(6) to have the doctor return our calls, so we made an appointment to go see him. Dr (B)(6) had to cancel one appointment so we made another and I finally got in to see him.

Event description:
On (B)(6)-2011, my wife and I went to our scheduled appointments together to see (B)(6) located in (B)(6) hospital. (B)(6) was scheduled to perform laser treatment on my wife (B)(6) legs and upon my face, both were for the purpose of removing a few small red colored spider veins. (B)(6) nurse (B)(6) was the person that set up and made the adjustments to the laser. It was a cutera laser. When dr (B)(6) tried to reach over to make any adjustments to the laser, (B)(6) would tell him that she already has everything set up and ready for him. Even during the laser treatment when I mentioned that it was very painful, and dr (B)(6) would reach as if he may make adjustments to the laser settings, (B)(6) would indicate to him that she has everything set up and that everything should be good. Later, my wife and I both noticed open blisters/ sores from the laser treatment. We called to speak with dr (B)(6) but gail intercepted our calls. (B)(6) advised for us to rub on lots of bacitracin and to keep it covered in the bacitracin day and night for a few weeks. We made several more calls in an attempt to speak with dr (B)(6) about the problem, but each time (B)(6) would intercept our calls. She continued to advise us to keep the wounds covered in bacitracin. I told (B)(6) that the settings has to be way off on their laser or that something was very wrong with their laser. (B)(6) said that all the settings on the new laser are automatic and that they can't even make adjustments. At some point, (B)(6) asked us to e-mail her some photos of our wounds, and we did so. We continued to try to reach dr (B)(6) by phone over the next few weeks but never could get (B)(6) to have the doctor return our calls, so we made an appointment to go see him. Dr (B)(6) had to cancel one appointment so we made another and I finally got in to see him.